Event description:
On march 09/2009, the lay user/patient's spouse contacted lifescan (lfs) alleging that the pt's onetouch lancing device's lancet holder was damaged. The complaint was classified based on the customer care advocate (cca) documentation since the medical surveillance specialist (mss) was unable to reach the pt and/or reporter by phone. The pt's spouse reported that the alleged issue occurred in 2009. The cca noted that the pt manages his diabetes with insulin (no adjustments); however, it is unk what action the pt took regarding his diabetes management as a result of the issue. It is also unclear if the pt discontinued testing his blood glucose as a result of the damaged lancing device. Approximately 4 days after the alleged issue began, the reporter claimed that the pt developed symptoms of "low sugar" and treated self with food and/or drink. At the time of troubleshooting, the cca noted that there was not known trauma to the reported device. Replacement product was sent to the pt. The complaint is being reported because the pt claims he reportedly developed symptoms suggestive of hypoglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.